Event description:
On (B)(6) 2012 customer reported that the dxc 600i generated an erroneously elevated accutni result above the ami cut-off for one patient. The erroneous result was reported out of the laboratory, however, there was no death or injury associated with this event and patient treatment was not impacted. The result was questioned and repeat testing of the original sample was performed on the original instrument and it produced lower accutni results within the normal reference range. Customer's accutni quality control (qc) was performed within the customer's established ranges at the time of the event. Field service engineer (fse) inspected the instrument and performed a routine system check and assay qc. Both the system check and the qc passed within the expectations of the assay and instrument specifications. Fse replaced the main pipettor, aspirate and dispense probes, peri-pump tubing, and wash and precision valves. Fse returned on (B)(4) 2012 and performed preventative maintenance on the instrument. Fse performed a routine system check and a high sensitivity system check and both checks passed within instrument specifications. No further issues were reported.

Event description:
Repeat testing of the original sample was performed on the original instrument and it produced lower accutni results, however, those results were not within the normal reference range. It is unknown if the customer reran the sample again to ensure that the results were within the normal reference range. It is known that there was no death or injury associated with this event and patient treatment was not impacted.